Event description:
Non-ineffective joint fluid retention [joint effusion]. Case description: literature-spontaneous report was received on (B)(6) 2012 from an author regarding a (B)(6) female pt, (initial: not provided), with gonarthrosis of both knees. This report is from a literature article entitled "efficacy and complications of hylan g-f20 in osteoarthritic knees". The pt's medical history was significant previous medical device implantation with synvisc ((B)(6)). On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f20) injection at a dose of 2 ml/month into both knees. On an unspecified date in (B)(6) 2011, the pt received the second synvisc injection. On (B)(6) 2011, the pt received the third synvisc injection. The lot number of synvisc was not provided. On (B)(6) 2011, the pt developed joint fluid retention in both knees. The pt visited emergency room of the hospital, but fluid retention was not vacuumed. The pt was prescribed with analgesic drug and unspecified fomentation with doctor's instruction to keep resting. It was reported that the event was aseptic and alleviated with resting and tranquilizers. On (B)(6) 2011, the pt recovered from the event of non-infective joint fluid retention. Relevant concomitant medication was not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as definite.

Manufacturer narrative:
Journal: the 4th japan orthopaedic surgery society on knee/arthroscopy/sports. Author: kuriyama s, momona k, tamaoki y, et al. Title: efficacy and complications of hylan g-f20 in osteoarthritic knees. Volume: 37(4), year: 2012, pages: 169. Additional info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to reviewed all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.